Event description:
"1. Situation after the end of the procedure, part of perclose, which was used concomitantly for hemostasis, was damaged, and left in the blood vessel. 2. Timing when complaints occurred at the time of hemostasis after the end of the procedure. 3. How to complete the procedure the procedure was successfully completed. The patient's condition was normal, and the patient was treated by cardiac surgery. Adverse event: endovascular remnant due to damage of hemostatic device. The physician's opinions on the relationship between the event and the product (comments): there is no relationship of the event with jjkk products because the event occurred at the time of hemostasis after the procedure." The complaint product(s) will not be returned for analysis. No further information is available. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).